Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06412. It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50x12 synergy ii drug-eluting stent was advanced with a non-bsc guide extension catheter but failed to cross the lesion. When the stent was pulled back, the stent came off the stent delivery system. The dislodged stent was removed out from the patient's body by pulling the system guides and wires. Another 2.50x12 synergy ii drug-eluting stent was advanced and deployed in the lesion. It was also reported that a 2.5x16 synergy ii drug-eluting stent was advanced to a different lesion. However, the device became stuck in the calcified lesion. When the stent delivery system was pulled back hard, it was noted that the stent came off the aorta and later was found in the patient's arm.. An attempt to snare the dislodged stent was done but it was unsuccessful. No patient complications were reported and the patient status was fine.